Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient had their leads removed prior to their planned end of treatment date due to infection. A picture provided with the complaint shows an area around the left lead exit site that is red. A thick whitish fluid is noted at the exit site and below the exit site thick blood-tinged fluid is noted. Patient was sent to the ed after lead removal to be evaluated for infection and was later admitted to the hospital where IV antibiotics were administered. A culture was obtained and showed patient had mrsa (methicillin-resistant staphylococcus aureus). Patient was discharged from the hospital four days later and prescribed oral antibiotics. The issue was reported to be improving following removal of the lead and prescription of antibiotics. Therefore, no lasting adverse effects are anticipated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.

Event description:
Patient experienced an infection at their lead exit site. Leads were removed and patient was sent to the ed to be evaluated for infection. Patient was admitted to the hopsital and prescribed IV and oral antibiotics.